Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer's blood glucose level was unknown. The customer stated that the insulin pump rejects new batteries. The device will not be returned for analysis.